Event description:
Stop of ventilation from servo 300 with appearance of smoke. The servo 300 was connected on patient using non-invasive ventilation. The set mode was inspiratory support/spontaneous ventilation with pep. Just after the start of ventilation, the pt moved about due to a lack of air. The sv 300 didn't deliver any gas and switched off without audible alarms. At the same time, smoke appeared from the ventilator.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.